Event description:
Oscillator stopped while in use. Respiratory therapist and rns bagged patient and attempted to troubleshoot equipment w/o success. Device removed from use. Biomed dept tested w/ initial circuit setup; tech unable to get airway pressure with provided setup. Replaced pt circuit w/ new circuit. Unit ran 12 hrs over course of 2 days w/o problem, holding correct airway pressure. 2000hr pm and calibration done as precaution and device returned to service.